Event description:
It was reported that a cartridge alarm 30 occurred during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to place the pump into storage mode before returning it to tandem, and a replacement pump was sent to the customer. The customer will continue using the current pump as backup therapy, and cts confirmed the shipping address without needing a delivery signature.